Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during bolus delivery. The insulin pump was able to be primed again and the bolus delivery did complete. It was also stated that the insulin pump had been dropped on the floor once, falling onto the carpet and pulling out the infusion set. The customer experienced a high blood glucose of 545 mg/dl on (B)(6) 2014, which the patient's father attributed to needing an insertion site change. The site was changed and the patient awoke with a low blood glucose. At the time of the report, her blood glucose was 62 mg/dl. Nothing further was reported.